Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced five infusion sets bent needle events on (B)(6) 2025 after insertion. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 5.